Event description:
Malfunction hazard/product is coming apart, in pieces, shredding [device breakage] black stains on tampon [product contamination]. Case narrative: consumer reported via phone that there are black stains on tampon and it drops fluff. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding [device breakage], black stains on tampon [product contamination]. Case narrative: consumer reported via phone that there are black stains on tampon and it drops fluff. No injury reported. Correction: event coding update.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding [device breakage] black stains on tampon [device physical property issue] . Case narrative: consumer reported via phone that there are black stains on tampon and it drops fluff. No injury reported.